Event description:
Caller reported a cgm error 42, and cts provided complete pump reset information, guiding the caller through this process. There was no adverse impact to the customer¿s blood glucose level. After the pump reset, the cgm error did not reappear, and the caller successfully started their sensor session.